Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.00/2.0/075 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was removed and exchanged with a same size, similare (sphere/ cylinder/ axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage and foreign fibers on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).